Event description:
It was reported that the patient passed away on (B)(6) 2022 due to an unknown cause. Autopsy was not performed. The device was not explanted and was working as expected for the time of support.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(4), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.